Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. A lead integrity alert (lia) triggered due to high and unstable pacing impedance, in addition to high impedance with the superior vena cava (svc) coil portion of the lead. The rv lead was determined to be fractured, and was turned off. It was further reported that the implantable cardioverter defibrillator (ICD) alerted due to multiple charge circuit timeouts; the device battery subsequently reached end of life (eol). The device and lead remain in the patient. A replacement procedure was planned for the device and lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported the device and lead were explanted and replaced.